Event description:
Woke up the morning of (B)(6) 2022 with noticeable swollen upper and lower lips along with pain of the lips, mouth, and tongue. On further inspection, I noticed I had canker sores on the inside of my cheeks. As the week progressed the sores became more painful and spread to my inner lips and all areas of my tongue. I presented to my orthodontist as I had started invisalign about 4 weeks prior and thought that this could be a possible cause. The orthodontist confirmed that these symptoms were a reaction to a component of the invisalign. Later in the week, I presented to urgent care for symptom relief and management. I was prescribed antibiotics, antivirals, steroids, and lidocaine for pain in the mouth. FDA safety report ID # (B)(4).